Event description:
Customer reported unexpected negative reactions using capture-r ready-ID during validation testing. They performed testing on a patient sample on the galileo using a 2-cell screen assay and a 4+ positive reaction was reported. Customer states that follow up testing with capture-r ready-ID, lot id076 was performed and negative reactions were reported for the sample. An anti-e was previously identified in the patient sample using the gel method.

Manufacturer narrative:
Customer was asked to repeat the screen since the sample had been refrozen since the time of initial testing. When the customer repeated the 2-cell screen using lot x161, a 3+ positive reaction was received. The presence of the e antigen was confirmed on retention capture-r ready-ID, lot id076. The customer did not submit product or sample for investigation testing.